Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was not detected on the bus after a recent remote firmware upgrade. Maintenance mode reported that the firmware upgrade had failed on reboot for only one matrix drawer, while the other matrix drawers in the station had upgraded to version 1.4. A field service engineer replaced the drawer controller board and allowed the firmware update to update the board on the next reboot to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary matrix drawer was not detected on the bus after firmware upgrade. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.